Event description:
Patient was receiving IV fluids without issue. I went to administer IV zofran in the second IV y site port. I noticed some leaking from the y site. I screwed the syringe tighter. After administering some medication it would produce a couple drops at the base of the y site and leak out. IV fluid tube was removed and replaced and a product report was filed.